Event description:
It was reported to philips that a device error occurred during the inspection work. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Based on the information available, the root cause of the reported issue is due to the defective assy som. Device is working fine as per manufacturer's specifications after replacement of defective assy som along with reinstallation of software v 2.00.32 the investigation concludes that no further action is required at this time.

Manufacturer narrative:
The device is evaluated at on-site by bench service engineer. Based on the results of the analysis, it was determined that the product has malfunctioned and cause is due to a component failure. The root cause of the component failure could not be determined. The issue was resolved by replacement of assy som with software sw2.00.32 installation, and the product is back in service. The complaint was escalated for a technical complaint investigation and the results indicated som pca is timed out trying to upgrade the software and is confirmed defective.

Event description:
This report is based on information provided by philips bench service engineer and with an investigation documented by philips complaint handling. Philips received a complaint on the efficia dfm100 defibrillator indicating that device error occurred. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.